Manufacturer narrative:
(B)(4). Additional followup: the patient is doing well and expected to make a full recovery. The analysis results found that the ats45 device was received in good visual condition and with five reloads present. The reload were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the sales rep that during a bariatric procedure, the device did not fire all of the way. The defect was repaired but it is unknown how long the surgery was extended. A drain was placed. There was no adverse consequence to the patient.